Event description:
The customer contacted stryker that their device would not power on with ac or dc power. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. It was confirmed that the device can not be repaired due to its age. The device was returned to the customer unrepaired per their request. Stryker recommended that the customer remove the device from service and a replacement device be obtained.